Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the sound of the device is distorted. Stryker will further evaluate the customer¿s device at the product assessment center (pac). The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the sound of the device is distorted. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac). The observed buzzing/resonating beep tones were traced to the installed lid, however no distorted audio prompts/speaker issues observed. A cause of the reported issue could not be determined. The customer received a replacement device. The customer's device was destructively tested.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the sound of the device is distorted. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.